Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during drain three of five. The patient was connected at the time of the alarm. The patient stated that solution leaked out from somewhere but was unsure where it was coming from. The technical service representative (tsr) had the patient close the clamps, disconnect and end therapy. Product surveillance (ps) contacted the patient regarding the reported leak. The patient stated that they noticed their bed was wet. After inspecting the supplies, the patient noticed tiny holes throughout the drain line and solution on the floor. The patient stated the cassette tubing looked as if it was smashed. Ps asked the patient if the leak was only coming from the drain line, or if it was coming from other tubing on the cassette. The patient stated that once they discovered the holes in the drain line, they did not closely inspect the other lines. However, the patient stated that their bed was wet so one of the other lines must have been leaking as well. The patient stated they were now using a new shipment of cassettes and did not have a sample available or product information. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.